Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used our clip appliers to clip cystic duct and artery. The first two clips were fine, but the third and fourth clips failed. The clips scissored and fell off after being applied to the tissue. He took the clips out and tried again the rest worked fine. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported.